Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown therapeutic procedure, the endoeye flex deflectable videoscope image was displayed only when the distal end was bent. In addition, there was noise during the angulation operation. There was no patient harm in this reported event.